Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a login failure. A technical support specialist dialed into hou and reviewed the medapp logs, confirming that user successfully signed in, and the get dispensing system query completed in 8 milliseconds. The technical support specialist attempted to contact the customer to verify if nurses were still experiencing login issues, but the call was disconnected. The specialist follows up via email and proceeded with case closure due to lack of response. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a login failure occurred, and nurses were unable to log in. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.